Event description:
It was reported that a user experienced persistent hyperglycemia with continuous glucose monitor readings near 371 mg/dl that continued despite a manual insulin dose, followed by replacement of the cgm and further episodes of elevated glucose over 400 mg/dl while using a steel cannula infusion set; troubleshooting identified an almost empty insulin vial and the user later disclosed the needle guard on the infusion set was not removed before insertion, after which a full supply change was completed and insulin delivery resumed with glucose returning to target. Symptoms included hyperglycemia. Outcomes included no hospitalization and glucose normalization after supply change. Investigation included technical support troubleshooting and user education on changing the cartridge, filling the tubing, and replacing the infusion set. Investigation of this case revealed user setup error related to infusion set insertion and depleted insulin supply as plausible contributors to ineffective insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error with contributory supply depletion. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.